Event description:
As reported by the user facility: reports underinfusion - exact drug information unk. Piggyback bag alarms as done and goes to kvo rate; there is still fluid in the secondary bag. Secondary is run on the primary line, so there is a primary bag hanging also. No pt injury. Ref MFR report 9610825-2013-00211.